Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 139.0 cm and 140.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of a microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, resistance was encountered while advancing the returned smart coil through the hub of a demonstration microcatheter and the embolization coil could not be advanced through the hub of the microcatheter due to the offset coil winds on its proximal end. Further evaluation revealed that the pusher assembly was kink and the pet lock was separated. These damages were likely incidental to the complaint. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint was retracted proximal to the friction lock, resistance will likely be experienced while attempting to advance the device through its introducer sheath. Subsequently, forcefully advancing the device against the resistance may have contributed to the pusher assembly kinks, which were observed near the pusher assembly mid-joint. The pusher assembly was severely kinked and could not be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00544.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00544.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, the smart coil was removed. The same issue occurred to another smart coil; therefore, it was also removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.